Event description:
Robotic instrument, spatula tip broke and it isn't certain at what point it broke. The techs and first assist reported the instrument was intact when removed from the trocar. Possible it could have broken during transport to decontamination area. Robot should have alarmed if broken instrument. Surgeon notified and ordered x-ray to be safe. She was uncertain if you could even find a 2-3 mm piece traumatic piece of metal, would be difficult. Radiologist thought it could possibly be visualized on a 2 view x-ray. Not visualized when 2 view obtained.